Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic colectomy procedure, the surgeon and the nurse claim that when they closed the handle, the jaws of the reload had a gap bigger than the normal. The reload didn't pass through the trocar. They didn't press the green button. Another reload was opened, inserted into the trocar and fired without problem. There was no patient injury.